Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. User facility correspondence to biomet via email concluded that the event was due to the biomet sales representative not having the correct liners present at surgery. The user facility further reported that there was no adverse effect on the patient. Evaluated by MFR - the event was reported due to biomet's internal policy to report a delay to a procedure that is greater than thirty minutes. Evaluation of the returned component is irrelevant as the issue reported was a result of the sales representative not having the correct instrumentation and implant available for the revision procedure. (B)(4).

Manufacturer narrative:
Date of event - revision date unknown.date implanted - approximately 12 years ago, exact date unknown.date explanted - unknown.evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent total hip arthroplasty approximately twelve years ago at a different hospital. Subsequently, a revision procedure was performed to remove and replace the acetabular liner. During the revision procedure, a delay greater than thirty minutes occurred as a cutting tool was utilized to remove the liner and the surgeon had difficulty finding a trial liner to fit with the acetabular cup. It was also reported that the existing acetabular cup remained implanted and that a competitor liner was used to successfully complete the procedure.

Event description:
It was reported that patient underwent total hip arthroplasty approximately twelve years ago at a different hospital. Subsequently, a revision procedure was performed to remove and replace the acetabular liner. During the revision procedure, a delay greater than thirty minutes occurred as a cutting tool was utilized to remove the liner and the surgeon had difficulty finding a trial liner to fit with the acetabular cup. It was also reported that the existing acetabular cup remained implanted and that a competitor liner was used to successfully complete the procedure.